Event description:
It was reported the patient was in terrible pain since 2015-(B)(6). The patient started throwing up the day prior from taking so much medication. It was later reported that the patient was in pain due to a loss of the personal therapy manager (ptm). The patient lost the ptm on 2015-(B)(6). The pump was used to infuse an unknown type of drug. No interventions, outcome, or drug information were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).